Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed, which is the us list number. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumoperitoneum and peritonitis are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient was hospitalized due to abdominal pain. It was reported that the abdominal pain was due to free abdominal air caused by a leak and a surgeon removed the patient¿s peg and peg-j tubes. On an unknown date while hospitalized, the patient was diagnosed with peritonitis. On (B)(6) 2017, the patient was transferred to the ICU department.